Event description:
Medication drawn up in syringe is going below the plunger. This was reported in the nan alert on (B)(6) 2016. "Observe for possible fluid leakage when preparing parenteral syringes."